Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which occurred within the last 10 minutes of the collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. You may consider selecting a lower target for this donor's next donation. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which occurred within the last 10 minutes of the collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. You may consider selecting a lower target for this donor's next donation.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The white blood cell (wbc) count is not available. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6)there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The white blood cell (wbc) count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which occurred within the last 10 minutes of the collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. You may consider selecting a lower target for this donor's next donation. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.